Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6931-58 implantable tachy lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device reached elective replacement indicator (eri) and was explanted and replaced.

Event description:
It was reported that the device battery longevity was not meeting the customer¿s expectations and there was concern over the accelerated depletion. On (B)(6) 2012, the longevity estimate was 11-14 months and on (B)(6) 2013, the longevity estimate was 4-7 months. There had been no changes in the pacing parameters and no shocks delivered. The device remains in use. No patient complications have been reported as a result of this event.